Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the probe was not returned for evaluation. The root cause could not be determined based upon available information. Labeling review: the current finesse probe IFU states: warnings: do not resterilize finesse® ultra biopsy probes. After resterilization, the sterility of the probe is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilizing the probe increases the probability that it will malfunction due to potential mechanical changes. Precautions: do not use the finesse® ultra biopsy probe without the integrated coaxial cannula. The integrated coaxial cannula may be removed after the biopsy to retain a track to the biopsy site when placing a tissue marker. Note: once a probe has been removed from the driver following a procedure, the probe cannot be re-inserted. If additional tissue samples are required, insert a new probe into the driver. Note: driver will initiate mechanical reset following probe removal. Do not insert a new probe prior to completion of this reset. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an ultrasound breast biopsy post procedure into very fibrous tissue, the physician removed the probe from the coaxial when it was notice that end of the probe looked different. A breast tissue marker was attempted to be deploy, however, there was an obstruction preventing the marker from entering coaxial. When the physician pulled the coaxial out of the patient, the entire inner-portion of the needle came out with it. It was observed a plastic piece hanging out of the back of the needle. The procedure was completed with samples obtained. There was no patient injury reported.